Event description:
It was reported that the subjected device displayed the message no serial digital interface signal. The event occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection; however, the reported issue was verified by the technical assistance support (tac). A definitive root cause could not be identified. Based on the results of the investigation the most probable cause of the reported issue could not be established. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.